Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen sustained a light crack, after which the display powered on but did not accept touch input; the user was unsure how the damage occurred and disconnected the pump when uncertain about dosing while insulin supplies were low. Symptoms included hyperglycemia. Outcomes included a serious illness/impairment and unexpected medical intervention in the form of medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.